Manufacturer narrative:
A visual inspection of the returned component was performed and no notable conditions were found. The component was installed into a test ventilator for analysis and the ventilator generated a safety valve failed to open error message. An investigation was performed and the product analysis technician reported that root cause was isolated to missing set screws from the safety valve assembly and an o-ring was missing from the auto zero solenoid. The safety valve and the auto zero solenoid were replaced and the unit passed all testing and operates within the manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 980 ventilator inspiratory module was returned to covidien/medtronic¿s product analysis.